Manufacturer narrative:
The local area field representative was contacted for additional information. This report will be updated should additional information become available.

Event description:
Boston scientific received information that the patient implanted with this pacemaker expired approximately two weeks post routine change out. It was reported the patient may have developed an infection which they did not recover from.